Event description:
Patient was implanted with charite disc on at l5/s1. It was reported that the implant later displaced anteriorly 5mm. A revision was performed and the implant removed and the patient fused.